Event description:
During a follow-up the physician noticed a decrease in the rv sensing. The rv impedance and thresholds were stable. The physician decided to implant a new ventricular pacing/sensing lead. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.